Event description:
A surgeon reports having a patient that had constant temporal shadowing following intraocular lens (iol) implant surgery. The pt was seen by a retinal specialist and the retina is normal, with the lens nicely positioned. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/16/2008, 06/19/2008, 06/20/2008 and 06/30/2008 by phone, fax and mail. Additional info was received on 06/16/2008 by phone. A completed questionnaire has not been received.